Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The safety valve membrane was dirty by a foreign contamination and was cleaned. This foreign contamination had also damaged the inspiratory pipe, o2 cell cable, pneumatic backplane pc boards and the pull magnet. The parts were replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and no parts were returned for investigation. The root cause of the reported failed pre-use check was foreign contamination on the safety valve membrane, which also had damaged several parts. This will be detected during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).